Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for an issue 2 years ago. Although requested by tandem technical support, the customer declined to provide any further information regarding the reported event.